Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator was involved in a pocket revision due to pocket erosion. The device pocket was opened up and debrided of necrosed tissue. The device remains in service. No additional adverse patient effects were reported.